Event description:
Customer reportedly received a result of 500mg/dl and retested to receive a result in the low 200's mg/dl within 10 minutes on the same device. Customer states that she is not certain if the strip was dosed properly when she received the result of 500mg/dl. No strip information provided and no quality controls were used. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device, however customer states the strips are not available for return.